Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The device has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated. Upon receipt at our post market quality assurance laboratory, memory review confirmed that the device underwent three resets. Following the resets, the device reverted to a safety mode. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The cause of the device resets which caused the device to revert to safety mode was unknown.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was noted that the patient had been feeling dizzy. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was noted that the patient had been feeling dizzy. The device was explanted and replaced. No additional adverse patient effects were reported.